Event description:
It was reported that the patient received inappropriate shocks due to the device detecting atrial fibrillation (af) with rapid ventricular response (rvr). Chest pain due to the shocks was also reported and the patient was hospitalized. The device was reprogrammed with new wavelet templates and remains in use. The patient was a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.